Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed stent damage. Strut rows on the stent were raised in one area and strut rows on the stent were squashed in another area. The stent od measurements were within specification. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on product analysis completed on (B)(4) 2011. It was reported that during a percutaneous coronary intervention procedure difficulty crossing the lesion was encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilatated with a 2.5x15 maverick balloon catheter. The 28 x 2.75mm taxus liberte monorail stent delivery system was advanced. However, due to the heavy calcification the stent could not cross the lesion. The liberte stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned product analysis revealed stent damage.